Manufacturer narrative:
Further to a5 ethnicity: "english" was reported. Clarification to d6a: partial date of 2012 provided. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side "rupture/deflation". The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side "rupture/deflation". The device was explanted and replaced.